Manufacturer narrative:
This MDR is result of a retrospective review of complaints.the sensor was replaced and returned for analysis. The malfunction was confirmed.

Event description:
On (B)(6) 2019, senseonics was made aware of a situation where a device is to be removed early due to sensor inaccuracy.